Event description:
A complaint was received regarding bleeding while wearing the adc device. As a result, on (B)(6) 2022, the customer had a seizure and experienced jaw pain, however, no third-party treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-jul-22. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. No further physical investigation was able to be performed since the applicator was not returned. If the applicator is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding bleeding while wearing the adc device. As a result, on 22 aug 2022, the customer had a seizure and experienced jaw pain, however, no third-party treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.